Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. About a half of a year after the procedure, the patient experienced limitations in movement, cramps, frequent bathroom visits, bacterial infections and more. The patient has taken medication. Additional information has been requested.